Event description:
This spontaneous report was received from a spanish physician and concerns a female patient. She was injected with radiesse, in 2023. Batch number was reported as a00082380 (expiry date: 09/2024). The batch record review was received and the lot number for radiesse was confirmed as a00082380 (expiry date: 09/2024). A lot search in the global safety database was conducted. On (B)(6) 2023, 4 months after the radiesse injection, the patient experienced lumps on the cheeks. On (B)(6) 2023, 2 days later, she had an inflammation on the face. On (B)(6) 2023, the lumps also appeared and the patient had very accentuated facial edema. She went to the emergency room where she was treated with antibiotics, naproxen and antihistamine. After analysis of photographs, the physician got suspicious of angioedema. At the time of this report, the patient was not improved. Due to the provided information, the outcome of the events was considered as not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, angioedema suspected (pt: angioedema), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00082380, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
Follow-up information was received on 28-nov-2023: the event lumps was amended to lumps/nodules and the coding remained unchanged. The patient was injected with radiesse into the medium side part of the cheek, for collagen stimulation and tightening of the skin, on (B)(6) 2023. A 2 g cannula was used. Previous aesthetic treatment included cheek reposition with no incidents, 1 year prior to the radiesse injection, and mesotherapy of the lower eyelid bags, months prior to the radiesse injection. As reported, regarding past complications with previous aesthetic treatments, the physician reported current inflammation with radiesse during a week. The patient had no allergies. The patients medical history included rosacea and swelling. Current medication included dacortin. The physician described that the patient had bilateral lumps but mostly on the left side. On (B)(6) 2023, 119 days after the radiesse injection, the patient experienced angioedema. She went to the emergency room where she was prescribed with augmentine, antihistaminic and naproxen with a little improvement. The physician prescribed dacortin 60mg /day, ciprofloxacin 500/12h, desloratadine 5mg and aciclovir 200 5g/day (ambiguous reported as 5v/day). The physician was reducing the dose of dacortin progressively for 2 weeks. When it was reduced from 30 to 20, the patient had very swollen nodules again and she went back to 30 mg and she improved. On (B)(6) 2023, she completed 3 weeks of antibiotic and she did not continue it. At the time of this report, she was with dacortin 20 mg and 2 days prior to this report, she had worsening inflammation in the morning that improved throughout the day. Due to the provided information, the outcome of the events was was considered as resolving (changed form not resolved). In the opinion of the reporter, the events were related to radiesse. Follow-up information was received on 04-dec-2023: the event term lumps/nodules was amended to lumps/nodules/granulomas and the coding remained unchanged. The patient was previously injected with radiesse, for cheek reposition, with no incidents, on (B)(6) 2022, and mesotherapy of the lower eyelid bags was performed, months prior to the radiesse injection. The physician reported that the patient was having a late inflammatory reaction that manifested itself 4 months after the radiesse injections. On (B)(6) 2023, the patient performed an ultrasound scan of the nodules, resembling granulomas. The physician considered it unlikely that both events pertained to a previous radiesse injection in the past. The outcome of the events remained unchanged.